Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, user advisory (ua) 41 (patient temperature sensor failure) error message was displayed intermittently. Temperature sensor cabling was replaced to avoid re-occurrence of (ua) 41. The returned platform never had the preventive maintenance performed for 2 years. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance was observed. Clutch plate deburring was performed to address the issue. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
The autopulse platform ((B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed user advisory (ua) 41 (patient temperature sensor failure) error message on the user control panel.